Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. Customer was experiencing nausea. Customer stated that he changed set and sense high blood glucose had come down. The customer was advised to monitor his insulin on future trip keep it cool and out of the heat. Customer is fine.